Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed a piece and also one piece of pledget came out on it's own. She manually checked to make sure all pieces were out and was confident no pieces remained in her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.